Event description:
There was an allegation of questionable tina-quant hemoglobin a1cdx gen. 3 results from the cobas c513 analyzer commercial system. On (B)(6) 2024, sample 1 initial result was 6.2 % and the repeat result on (B)(6) 2024 by hplc was 5.5%. On (B)(6) 2024, sample 2 initial result was 6.2 % and the repeat result on (B)(6) 2024 by hplc was 5.4%. On (B)(6) 2024, sample 3 initial result was 5.9 % and the repeat result on (B)(6) 2024 by hplc was 5.2%.

Manufacturer narrative:
The reagent lot number was 733769 with an expiration date of 31-oct-2024. The field service engineer found one of the cell wash tubes was crushed at two points, which could interfere with the volume of detergent dispensed when washing the cuvettes. The field service engineer corrected the tubing. The customer replaced and adjusted the sample probe and calibration and qc were acceptable. The investigation determined the service actions resolved the issue.